Manufacturer narrative:
Device disposition not presently known.

Event description:
An annuloflex mitral annuloplasty ring was implanted and explanted on (B)(6) 2018. No other information was provided.

Manufacturer narrative:
Correction: conclusion codes updated. Codes inadvertently omitted from last report. The manufacturer was unable to obtain additional information about this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the results of the document review performed, no manufacturing deficiency was identified. As no details about the device explant or replacement are known, the root cause of the event cannot be determined and it is not clear whether an event has occurred. The event was reported in a conservative manner due to limited information.